Event description:
It was reported to siemens that a mavig lead shield arm fell from the ceiling and broke the lead glass. A new mavig support arm with lead glass shield will be installed at this site. Local siemens service checked the original device, and stated that it was thought that the e-clip slipped out of the groove which resulted in the fall of the extension arm and lead glass shield. There were no injuries reported with this incident. As this unit is not mfg by siemens, the info was forwarded to (B)(4), the us representative for mavig products.

Manufacturer narrative:
For future service interventions (e.g. The exchange of the support arm) an additional exchange procedure highlighting the exchange of the support arm will be provided and will request an additional test to check for the correct position of the e-clip. At the time of this report the parts were still on site.